Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the cleo® 90 infusion set, the patient received an occlusion alarm during a bolus delivery. According to the reporter, after the alarm the patient did not change any of the pump components. According to the reporter, the patient's blood glucose levels rose to 315 mg/dl due to the reported event. According to the patient, an insulin bolus was administered to resolve their high blood glucose. During troubleshooting, the patient reported that during the initial priming of the tubing a consistent flow of insulin was not observed. After "~10u of fill tubing" the patient reported that the observed a consistent flow of insulin. The patient denied further troubleshooting assistance. During a follow-up conversation, the patient stated that they did a complete supply change and resumed insulin delivery. The patient reported that their high blood glucose levels resolved and no patient injury had occurred.